Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had flashing, blank display screen. The blood glucose was 167 mg/dl at the time of the incident. Insert battery alarm did not display on the pump screen. Customer also reported that, the contacts on the battery cap are missing. Customer advised to discontinue use of the pump and revert to backup plan. The device will not be returned for analysis.